Event description:
It was reported, that a minimum fill notification occurred. After the user, filled the cartridge with over (B)(4) units of insulin, during the load sequence. The customer re-loaded the cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.